Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump gave repeated alarms after a battery change. Troubleshooting was performed, and found that the basal rates were erased. It was stated that the customer was very uncomfortable with the insulin pump, and felt that it delivered too much insulin during the night. It was stated that the customer filled the reservoir with close to 300 units of insulin last evening. By morning it was down to almost 200 units. No leaks were noted. Blood glucose prior to calling was 6.1 and towards end of call 5.8 mmol/l. The customer was advised to monitor the blood glucose levels and eat something if necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.